Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, intra-op, the inner sleeves were found bent. The instruments came in contact with the patient and did not break. No patient complications were reported as a result of this event.